Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with a 1 ml syringe of juvéderm® ultra plus xc, the syringe was cracked during injection. Patient contact was made. No injury to the patient or injector reported.